Manufacturer narrative:
As reported the patient tested (B)(6) for (B)(6) following a surgical procedure; it is not uncommon for this type of bacteria to be found in a hospital environment. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured and sterilized to specification. While a cause of the patient's infection has not been determined, regarding infection the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.¿ the sample was discarded and will not be returned for evaluation. Based on the information provided, at this time no definitive conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's post operative infection. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: on (B)(6) 2017 - the patient underwent the repair of a ventral hernia and was implanted with a bard ventrio hernia patch. On (B)(6) 2017 - the patient was diagnosed with an infection. On (B)(6) 2017 - the patient underwent an I&d procedure, during this procedure the mesh was explanted. Blood cultures taken prior to the procedure showed no growth, while cultures of the purulent fluid from the mesh taken during the procedure showed s. Aureus (same as the drain fluid).